Manufacturer narrative:
Initial reporter: occupation is patient/consumer. The reporter's meter and test strips were provided for investigation where they were tested using retention controls. Testing results (qc range = 2.3 ¿ 3.5 inr): qc 1: 2.8 inr. Qc 2: 2.8 inr. The obtained qc values were in the allowed range of the used combination strip lot - qc lot. All measurements were without error messages. Per product labeling, coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods. On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
We received an allegation of a questionable inr result for 1 patient tested with a coaguchek xs meter, serial number (B)(4), compared to an unknown laboratory method. Ther meter result at 11:24 am, was 5.6 inr. The meter result at 2:22 p.m. Was 5.3 inr. The doctor's meter result at 2:25 pm on a different finger was 3.3 inr. The meter result at 2:34 pm on a different finger was 5.5 inr. The patient tests bi-weekly, and has a therapeutic range of 2.0-3.0.